Event description:
(B)(4). Has essure device placed (B)(6) 2011. (B)(6) 2012 gallbladder removed which I think from chronic inflammation from device. No gallstones or anything 2013 started having hair loss. (B)(6) 2014. Chest pains. 2 days in hospital for chest pains heart cath done then referred to gastro doctor more invasive tests found nothing. (B)(6) of my own money spent on tears to find nothing. (B)(6) years old at the time. Started having severe muscle and joint pain (B)(6) 2015. Tried to ignore it couldn't afford any more tests. Saw small story on (B)(6) about essure causing problems. Put 2 and 2 together muscle and joint pain so bad I couldn't walk chronic fatigue so bad almost had to stop working. I pushed myself because I found someone to remove these awful coils. I am 2 months post hysterectomy removing everything but ovaries including coils. Hair is growing back. Muscle and joint pain almost totally gone. Energy back and brain fog getting better. This is an dangerous device and we were lied to about what essure was made of the clinical trials were not long enough or followed enough women. 44 women in the us. Really? I am pissed I had to lose my gallbladder and my uterus because of essure and the lies. Not to mention the loss of money and all the tests that had to be done. I was perfectly healthy before essure! I have no underlying diseases etc. This device needs to be recalled! I do not know if I will recover fully or if the pet fibers will cause me to have issues the rest of my life. Btw I did not have any gynecological issues with the device. It was placed correctly and at the time of removal was still in place I did have a 3 month hsg test done and I found out before removal one of my tubes was not blocked. So device was ineffective for what it was intended for